Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The pod was received with the cannula fully deployed. Investigation found the exposed portion of the soft cannula to be kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Inspection of the needle mechanism found that the arm of the linkage assembly was slightly elevated from its corresponding point of attachment to the slide retract. The inside of the top housing above the linkage assembly contained a circular scoring pattern, indicating a linkage assembly-related needle mechanism error. However, the data indicates that the pod completed both priming sequences, deployed and then was deactivated by the customer, though we cannot conclusively determine when the device deployed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed the cannula early. The pod was not worn.